Event description:
It was reported that after a da vinci s urology procedure, burn marks were present on the monopolar curved scissors (mcs) instrument tip cover accessory installed on the monopolar curved scissors instrument. No arcing was observed during the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a hole burned through the silicone. The silicone exhibits localized melting around the hole which is indicative of an arcing event. The hole is oblong and approximately .050 inches by .025 inches in size and is located .345 inches above the silicone to sleeve interface. If additional information becomes available, a follow-up MDR will be provided.